Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump display screen is blank. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the screen came back after a battery change with a non recommended battery and customer was advised to use a recommended battery. While the battery was in the pump, the customer received a battery out alert and troubleshooting ended.